Manufacturer narrative:
Product event summary: the afapro28 balloon catheter with lot number 13877 was returned and analyzed. Visual inspection of the balloon catheter showed the device was intact with no apparent issues. Verification of the smart chip file indicated the catheter was used for 31 applications on the event date. The balloon catheter passed the performance test. By dissecting the balloon catheter, kinks were found on the guidewire lumen at 0.76 and 1.19 inch from the tip. In conclusion, the balloon catheter failed the returned product inspection due to the kinks on the guidewire lumen. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the balloon catheter subsequently tested out of specification per the manufacturer's investigation.